Manufacturer narrative:
The peritonitis occurred on an unreported date "about one and a half month ago". The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis; reported as an ¿abdominal cavity infection¿. The cause of the breach in aseptic technique was further described as due to ¿improper operation¿ (not further specified). On unreported dates, the patient was hospitalized and during hospitalization, the patient began treatment for the peritonitis with cephalosporin added to dianeal (dose, duration and frequency were not reported). At the time of this report, the patient was not recovered and dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.